Event description:
Same case as MFR#: 2134265-2010-04145. It was reported that post a stenting treatment procedure, a myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2005, the patient presented with dyspnea on exertion and an abnormal stress test with ischemia in the left anterior descending artery (lad). Cardiac catheterization revealed a 90% stenosed lesion in the proximal lad. A 2.75x32mm taxus express2 stent was implanted and the patient took plavix for a minimum of 3 months. In (B)(6) 2006, an unknown taxus express2 stent was implanted in the 'left right coronary artery. In (B)(6) 2007, in-stent thrombosis was identified in the right coronary artery. It is unknown if treatment was performed. In (B)(6) 2007, the patient presented with an acute mi. In-stent thrombosis was identified in the proximal lad. It is unknown if treatment was performed.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - as no device was received for analysis it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)